Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer reported they had experienced high blood glucose level of 307 mg/dl and was treated with manual injection of 15u total, also ate breakfast. Customer declined to troubleshoot for high readings. Customer states pump was dropped this morning and screen turned blinking white. The customer was assisted with troubleshoot and customer reports display is flashing. Customer states no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. The insulin pump was received cracked retainer, minor scratched display window and scratched case.